Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was duplicated and attributed to a faulty pace/defib (pd) engine board. The customer declined the recommended replacement of the pd engine board. The device was not recertified and was labeled not for clinical use. The customer indicated that the device will be taken out of service. Analysis for reports of this type has not identified an increase in trend.